Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) had depleted faster than expected in-between follow-up appointments, and a request was made to determine whether the crt-p was exhibiting premature battery depletion. Initial review of device data by boston scientific technical services was unable to confirm whether there were any issues with the battery, however it did note the crt-p spends a fair amount of time sensing fast atrial fibrillation (af). The crt-p remains in service at this time and no adverse patient effects were reported.